Event description:
It was reported that the device exhibited error code 41786, had a cracked battery compartment, and had pump settings and patient data loss on power up. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked battery compartment, peeling downstream occlusion (dso) seal, and scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be the pwa board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.